Manufacturer narrative:
Additional information was received and confirms the impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to transplant. D6b explant date has been updated accordingly (with d6a implant date repopulated).

Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. False alarm: since neither product nor data logs were available for investigation, the cause of the false alarm could not be determined. Placement signal issue: since neither product nor data logs were available for investigation, the cause of the placement signal issue could not be determined.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 57-year-old male patient with a past medical history of coronary artery bypass graft (CABG), coronary artery disease (cad), and diabetes, presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was an automated impella controller (aic) failure. The aic was switched to a new aic which resolved the issue. There was no noted interruption of flow or support for the patient. The post-procedure outcome is unknown. The impella functioned at p-4 at 2.5l/min as intended. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.